Manufacturer narrative:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the device error "therapy disabled" was dispalyed/announced. The alleged malfunction occured outside of clinical use. No patient or user harm has been alleged. Remote support was provided, finding that after completing running the device self test the device error was no longer triggered. The device was not available for additional investigation as it was returned to use without repair. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the error log showed that therapy was disabled after running the operational check. There was no patient involvement.